Event description:
Caller reported a malfunction on pump. There was no reported impact to customer¿s blood glucose level. No additional information was received regarding outcome of event. Follow-up attempts made patient unavailable.